Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 6 inappropriate anti-tachycardia pacing (atp) and 7 tachy shocks due to 2 isolated episodes of atrial driven arrhythmia with rapid ventricular response (rvr). Therapy was exhausted in the first episode. No additional adverse patient effects were reported.